Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the everolimus eluting coronary stent system xience alpine instructions for use (IFU) as known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 2.75x12mm xience alpine stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2018, the patient was sent home with hospice for respiratory failure. Per physician, the respiratory failure was unrelated to the xience alpine stent. On (B)(6) 2018, the patient was taken to the hospital in full cardiac arrest. Medications were provided; however, the patient had expired that same day. Reportedly, there was no device malfunction and recent imaging had not been performed. No additional information was provided regarding this issue.